Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp) pulse rate (pr) noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) body temperature in normal and axillary modes the most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Hillrom requested the damaged power cord to be returned for inspection, however the part has not been received. The customer was provided with a new power cord to resolve the issue. Based on this information no further actions are required at this time. Although there was no reported injury with this event, if the report of a torn power cords with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
Customer reported the power cord was torn. There was no allegation of injury report. This incident was captured under hillrom complaint ref # (B)(4).